Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to helix extension, retraction and placement difficulty. After the physician rotated the helix 25 times, the helix was noted to have suddenly been extended. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was confirmed to be electrically continuous.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to helix extension, retraction and placement difficulty. After the physician rotated the helix 25 times, the helix was noted to have suddenly been extended. This lead was subsequently returned for analysis. No adverse patient effects were reported.